Manufacturer narrative:
B5 updated. The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The decision made to pull back on impella to attempt to fix the kink that was observed on fluoroscopy. While attempting to reposition the device, the impella cp was pulled back across aortic valve. It was at this point that the impella cp was removed.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported that a patient with implanted with an impella cp for support during high-risk cardiac procedure. It was reported that the impella cp was placed in standard fashion and a kink was noticed on fluoroscopy in the impella cannula below the outlet window. Impaired flows caused the physician to remove the pump and place a second impella cp.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. The pump was returned for investigation. A cannula kink was noted on the returned product. No other damage or abnormalities were found on the returned product. The pump was then tested in a bucket of water without any issue. Data log review was not provided or retrieved from the remote server. Low or blocked pump flow / product damage (cannula kink): clinical details indicate that the cp was inserted during compressions. After implantation, flows were low at 1.5¿2 l/min. Fluoroscopy revealed a kink in the impella cannula below the outlet window. Despite standard troubleshooting and support measures (including repositioning, vasopressors, and inotropes), pump flows did not improve. The low flow was most likely related to the kink observed in the cannula, as confirmed by imaging and also observed on the returned product. The cause of the cannula kink was most likely related to unintended use, since the pump was implanted during compressions. Device in wrong position: no defect was found on the returned pump related to the positioning issue. Per clinical details, during attempts to fix the kink and improve flow, the impella cp was inadvertently pulled back across the aortic valve, resulting in malposition. The device was subsequently explanted and replaced following balloon aortic valvuloplasty. The positioning issue was most likely use-related, associated with procedural manipulation during the case. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.